Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd saf-t-intima¿ closed IV catheter system malfunctioned as "nurse found blood e-tubing broken at clamp site after puncture. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
H.6. Investigation summary: reported defect was not confirmed in image received. Since device was found inside the bag witch difficult observe the damage in the tubing, we cannot confirm or associate the defect to manufacturing process. Customer reported tubing damaged; however, no sample was available for evaluation which is essential to perform a better investigation; since, the image is not clear to determinate there is damage. Product is 100% manually assembly; each operator only place the slide clamp in the pvc tubing. No corrective action required at the failure. Process fmea rm4797 was reviewed and there are proper controls in place to detect product malfunctions. Investigation conclusion: based on investigation results to date root cause cannot be determined.

Event description:
It was reported that during use a bd saf-t-intima¿ closed IV catheter system malfunctioned as "nurse found blood e-tubing broken at clamp site after puncture. There was no report of exposure, injury or medical intervention needed.